Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of one (1) year and 10 months due to thickened leaflets resulting in moderate to severe stenosis (valve area of 0.61cm2, mean gradient 37mmhg). The tavr was performed with a 23mm edwards transcatheter valve successfully. As reported, indication for initial replacement was moderate to severe stenosis of bicuspid aortic valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.